Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Visual inspection was performed and deformed snap was observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section d4 (serial) was incorrectly updated in the initial report. Correction has been made.

Event description:
A webform complaint was received in which the customer reported receiving unspecified high readings from the adc sensor scan in comparison to unspecified readings obtained on an adc meter as well as a "sensor ended" error message from the adc sensor scan. As a result, the customer experienced headaches and "nerve problems" and was administered candy by a non-hcp third-party for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Event description:
A webform complaint was received in which the customer reported receiving unspecified high readings from the adc sensor scan in comparison to unspecified readings obtained on an adc meter as well as a "sensor ended" error message from the adc sensor scan. As a result, the customer experienced headaches and "nerve problems" and was administered candy by a non-hcp third-party for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Addtional information: section d4 (serial no) & (UDI) were updated based on the returned product. Section d4 (device expiry date) & h4 ( deive mfg date) were updated based on the returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in sensor state 5 (indicating normal termination). Observed deformed snap upon visual inspection of sensor plug. An extended investigation has also been performed on the sensor plug and observed that the snaps were broken off, causing improper seating of the plug in the mount. This resulting in a poor connection between the rubber contacts and printed circuit board (pcb) contacts, ultimately causing the sensor plug to be unable to form a proper seal, leading to possible liquid ingress onto the pcb. Therefore, this complaint is confirmed due broken side snap. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which the customer reported receiving unspecified high readings from the adc sensor scan in comparison to unspecified readings obtained on an adc meter as well as a "sensor ended" error message from the adc sensor scan. As a result, the customer experienced headaches and "nerve problems" and was administered candy by a non-hcp third-party for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.